Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 14f and the tavr procedure was completed successfully. Reportedly while performing vessel closure with the proglide devices, the knot of the first proglide was successfully advanced and the suture tail was trimmed. The knot of the sutures of the second proglide device was successfully advanced; however after trimming the suture tail, it was noted that the access site was bleeding profusely. Manual compression was applied and a balloon catheter was inserted through the access site in the left common femoral over to the right common femoral artery for tamponade. A cut down was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was likely based on procedure circumstance. The reported failure to achieve hemostasis and subsequent treatment appears to be related to procedure circumstance. The reported patient effect of hemorrhage is a known inherent risk of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.